Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. This event, therefore, is reportable per 21cfr part 803. No smooth breakage melted - misuse. Cavi 3 tip, measured up to the point 28mm working part is 23.31mm - missing 4.69mm.

Event description:
In this event a customer reported that one eddy irrigation tip broke during treatment. The patient's canal was filled without broken part and treatment concluded.